Event description:
The customer reported to olympus the visera elite video system center, video connectors have poor contact. The issue was found during the preparation for use in a therapeutic laparoscopic procedure. There was no delay and the procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.  Inspection and testing of the returned device found that there was no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the lock of the device was damaged, resulting in no image. Also the device had a poor contact. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, it was determined that communication failure occurred, and image was not displayed due to connector mechanism failure because it cannot be connected properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.